Event description:
It was reported that the head of the prothesis came out of the polyethylene and led to a dislocation of the prothesis. A revision surgery had to be performed with a new head and insert being fitted.

Manufacturer narrative:
Results of investigation: a dislocation of the ball head from a polarcup xlpe insert. A revision surgery had to be performed with a new head and insert being fitted. The insert and the ball head were returned. No signs of excessive wear were observed on any of the components. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No indications of dimensional deviation at the time of manufacturing were detected on the devices. No medical records have been provided for review. The length of time the implant was in situ prior to the dislocation is unknown. However several x-ray images have been provided and reviewed, an image confirming the dislocation is dated two weeks later than the post-implantation image. It has been further communicated that patient is a chronic alcoholic, and the influence of alcohol on the patient has caused several falls which ultimately resulted in the dislocation of the prosthesis in the surgeon's opinion. Based on the performed investigation the root cause of the reported issue is considered to be unrelated to the product. No further investigation have been initiated.